Manufacturer narrative:
Bci field service engineer (fse) found leaking liquid waste transer peri-pump tubing. The tubing contained a hole that led to the leak. Fse replaced leaking tubing and verified system performance to published specifications. Root cause is associated with hardware.

Event description:
A customer reported to beckman coulter inc. (Bci) a leak located in the liquid waste area of the unicel dxi 800 access immunoassay system. Customer stated that there was no exposure to the leaking fluids. No injuries were reported by the customer.